Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (check therapy pad messages, damaged monitor case) has been confirmed. Upon investigation the monitor failed ECG and therapy electrode recognition test. The monitor's electrode belt connector was broken free from the monitor enclosure and the #3 wire (driver ground) was broken. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the patient was experiencing "check therapy pad" messages.